Event description:
It was reported that the ultrasound gastrovideoscope was washed three times, yet unknown residue was observed in the biopsy channel when using a barascope. The issue occurred during reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information provided by the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the most probable cause for the malfunction is not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.